Manufacturer narrative:
In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). A used device and one empty opened foil were returned for evaluation. During visual inspection of the sample, body fluids on the sample were noted; the device has begun with degradation process and there are several fragments of the pds base plate present. In addition, a wing was detached. Per the condition of sample received, it could not be determined.

Manufacturer narrative:
(B)(4). The following information has been requested, but no response has been provided. Should additional information be received, a supplemental 3500a will be sent: it was reported that the mesh fell apart during the procedure. Please indicate if the or circulating nurse noted any holes in the packaging? What procedure was being performed? How as the procedure completed? Were there any patient consequences? Please confirm that all the components of the mesh that fell apart were retrieved since it came in contact with the patient? Do you have the tracking number for the device being returned? To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that the patient underwent an unknown procedure on (B)(6) 2017 and mesh was used. During the procedure, the ring did not expand upon device insertion and the mesh "fell apart". Additional information has been requested.